Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06000 and 2134265-2015-06839. It was further reported that in (B)(6) 2014, a 2.25 x 28.00mm promus premier stent was implanted in the first obtuse marginal (om) artery to treat worsening coronary artery disease. In (B)(6) 2015, coronary angiography revealed a totally occluded stented segment in the first om.

Event description:
(B)(4) study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was diagnosed with non-st elevated myocardial infarction (nstemi). Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo located in the mid portion of saphenous vein graft (svg) to ramus with 99% stenosis, and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was then treated with direct placement of a 3.00 mm x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with worsening coronary artery disease and the svg to ramus was treated with percutaneous coronary intervention.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-06000. It was further reported that in (B)(6) 2015, the patient presented due to recurrent angina and subsequently, cardiac catheterization was required which revealed 99% focal stenosis confirmed as in-stent restenosis of the 3.5 x 28.00 mm promus premier stent deployed in (B)(6) 2014. On the same day, in-stent restenosis of the previously implanted 3.5 x 28.00 mm promus premier stent was then treated by placement of a 3.0mm x 16.00mm promus premier stent. Following procedure, residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).